Manufacturer narrative:
The reported events of failure to capture, high lead impedance and r-wave amp variation were not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fracture or internal shorts. Visual inspection did not find any anomalies on the lead.

Event description:
During an implant procedure, an increase in the pacing impedance and capture threshold and a decrease in the sensing threshold were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.